Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-06733. This report is in reference to the patient's leads for off-label use. It was reported the patient's was not receiving adequate therapy. As a result, the patient's occipital leads were explanted, replaced, and repositioned via surgical intervention. Therapy was restored post-op.